Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, "ventilator inoperable (vent inop), transducer (xdcr) fault, motor fault" alarms were displaying. The customer determined the reported issue was caused by the differential turbine transducer on the main printed circuit board assembly (pcba). The reported issue was corrected the main pcba. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The reported issue was unable to be duplicated. The events log found transducer fault occurred and it was determined the root-cause was the failed turbine differential transducer within the assembly (pt 800). This issue will be internally investigated within carefusion.